Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 10 bd precisionglide¿ needles experienced a sterility issue, (product not sterile). The following information was provided by the initial reporter: material no.: 305111 batch no.: unknown. Customer reported she is short 10 needles and syringes from user errors such as bending the needle or not keeping the needle sterile before use. Customer reported the first needle issue happened in the beginning of february 2020. Number of occurrences: 10 did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury?: no. Did customer require medical intervention? No.